Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore upon insertion into the pt's eye. The lens was removed with no pt injury. Reporter stated cause of lens tear was possibly due to loading error.

Manufacturer narrative:
(B)(4).evaluation codes: results - (other): visual inspection of the returned product found both half of lens is missing/half of both plate haptics and half of optic is torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).